Event description:
It was reported that it was difficult to remove cartridge from pump, cause was dropping pump in ocean. Additionally, it was reported the customer experienced elevated blood glucose (bg) displayed as "high" on the continuous glucose monitor. High bg cause was not known. Reportedly, the customer changed supplies to address elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.